Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Reportedly, there had been no interaction with the pump for an extended period. Customer adjusted the auto-off safety feature to address the issue. There was no reported adverse impact to customer's blood glucose level related to the reported issue.